Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported failure to activate, migration and mechanical issue cannot be established as the product is not available for analysis. The reported patient symptom of pain is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the device instructions for use. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ams 800 instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom pain was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the physician and patient could not activate the artificial urinary sphincter (aus) pump during six week post operative appointment without causing pain to the patient. The physician believed that the pump had migrated to the upper scrotum, so he elected to do a revision to reposition the pump into the lower scrotum. Once the patient was placed under general anesthesia, the physician was able to activate the pump. There were no issues with the pump; however, because the pump was exposed during the revision, the physician elected to replace component. The surgery was successful and the patient is fully recovered.